Event description:
The customer reported that the insulin pump delivered a bolus of 24.0 units without warning, and the customer denied being programming. The customer stated that she was not able to suspend the delivery either. Reviewed the bolus history and showed that the insulin pump did delivered 24.0 units. Advised the customer that one of the buttons may be stuck. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.